Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right atrial lead was implanted and the initial sensing, threshold and impedance measurements were within normal limits. The pocket was then closed; however, once the physician left, the field representative noted that the pacing and timing on the electrogram¿s looked as though the lead had dislodged. The pocket was reopened and the lead was successfully repositioned. No further adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.